Manufacturer narrative:
The returned device was evaluated and the investigation confirmed damages to the cannula with a kink and tear in the exposed portion of the cannula. Fluid diverted through the tear during the leak test. It could not be conclusively determined when or what caused the damages to the exposed portion of the soft cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage using lighted magnifier.

Event description:
It was reported the patient's blood glucose level rose to 375 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (back), the pod's cannula was found damaged. As treatment, the patient administered a bolus if 2 units of insulin , 2 units of insulin via syringe and delivered an additional 1 unit of insulin through a new applied pod.